Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated sodium (na) results were obtained on multiple patient samples on the dimension vista 500 instrument. Quality control (qc) recovered within lab ranges before sample processing. The customer ran qc after the erroneous results were detected and qc for na and potassium recovered outside lab ranges. Siemens remotely assisted the customer, and together, a siemens specialist and the customer cleaned the integrated multisensor technology (imt) probe and drain, primed imt pump, replaced the peristaltic pump tubing and imt multisensor, bleached imt sample and vent ports, aligned imt probe and module, homed all modules, reset the instrument, reseated and primed all imt fluids, replaced and aligned imt probe, reseated probe tubing, eliminated air from tubing, ran check 1, which passed, homed all modules, and reset the instrument. The customer reran qc, which recovered within lab ranges. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated sodium (na) results were obtained on multiple patient samples on a dimension vista 500 instrument. The erroneous results were reported to the physician(s). The samples were repeated on the alternate dimension vista 500 instrument, recovering lower. The repeat results matched the patients' history and were reported to the physician(s). The customer also reported out-of-range quality control (qc) recoveries for na and potassium. The customer did not provide results obtained on patient samples to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results nor out-of-range qc recoveries.

Manufacturer narrative:
Siemens conservatively filed the initial MDR 2517506-2024-00015 on 10-jan-2024 since the customer did not provide results obtained on patient samples. Additional information (11-jan-2024): upon follow up, the customer provided the results obtained on multiple patient samples. Based on the results provided, siemens determined that the event is not MDR reportable. Siemens further evaluated the event and determined that poor sample mixing, which were resolved with the service activities mentioned in the initial report, potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of these devices is required.